Event description:
It was reported patient presented in-clinic for follow-up. Device exhibited post-paced t-wave oversensing on ventricular channel. Patient was asymptomatic. Programming changes were made to device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.